Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the customer reported issues was detached dso (downstream occlusion) seal. The customer reported issue was confirmed through visual inspection. The cause of the reported issue was not listed. The reported issue was resolved by replacing dso seal. Upon further investigation the uso (upstream occlusion) seal is buckling, replaced uso seal, battery compartment contains corrosion, replaced battery compartment, and the battery door is missing environmental gasket, replaced battery door. The device passed all functional and delivery tests performed after repair activities were completed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a detached downstream occlusion (dso) seal. Status of the product at the time of the event was during testing. There was no patient involvement.